Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported receiving multiple, unresolved aa44 alarms from the insulin pump. The customer reported that the alarms mostly occurred due to colder weather conditions. The insulin pump will be replaced. The customer's blood glucose value was 150 mg/dl. No further information was provided.